Manufacturer narrative:
It was initially reported that a patient with pseudo aneurysm had radiofrequency ablation of great saphenous vein, where local anesthesia and transducer compression were used. Per report, "either the tumescent needles or the stab phlebotomy (carried out after rf ablation) nicked the artery." Despite good faith efforts to obtain additional information, no further patient, product, procedural or event details are available. It is unknown which needle or sharp from the custom surgical pack was being used at the time of the incident and what device failure or issue was noted that was associated with this adverse event. There is also no available information on what medical intervention was required for the reported nicked artery. Due to the reported nicked artery, this medwatch is being filed. A sample has not been returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported, "either the tumescent needles or the stab phlebotomy (carried out after rf ablation) nicked the artery."